Event description:
It was reported that the staff mentioned difficulty related to the flapper valve being stuck together enough that the leg bag would not drain. They said the tubing if filled with urine and yet it did not flow into the bag.

Manufacturer narrative:
The reported was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "defective components received from supplier". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It is unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the staff mentioned difficulty related to the flapper valve being stuck together enough that the leg bag would not drain. They said the tubing if filled with urine and yet it did not flow into the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.